Event description:
The user facility reported an attempt to implant an impella device in a 76-year-old male in acute myocardial infarction/cardiogenic shock was unsuccessful. Resistance was encountered during the attempted impella device implant. It was noted that after backloading the pump over the .018 guidewire, the pump was unable to advance through the sheath. The anatomy was tortuous, and manipulation of the sheath did not resolve the noted problem. As a result, the decision was made to abort the implant. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the difficulty inserting/removing pump through introducer and the delivery issues has been completed since the original report was submitted. The device was not returned for investigation. Clinical details noted that patient had tortuous anatomy and pump was unable to pass through the peel away sheath. Attempts were made to buddy wire and manipulate the sheath to advance the cannula without success. The root cause of the difficulty inserting the pump through the introducer cannot be determined as no product was returned for evaluation. In accordance with updated procedures, section d6 has been revised from the initial submission.